Event description:
The customer obtained a reproducible, higher than expected vitros amon quality control result (vitros amon result of 328.7 ¿mol/l vs. Expected 189.6 ¿mol/l ) on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer stated that no vitros amon patient samples were run during the time frame of the event. There was no allegation of patient harm as a result of this event.(B)(4).

Manufacturer narrative:
The investigation determined that a reproducible, higher than expected vitros amon quality control result was obtained on a vitros 5,1 fs chemistry system. The root cause of the event was user error due to improper use of a user-adjusted parameter. After returning the user-adjusted parameter to its expected value, acceptable vitros amon results were obtained without making any further changes to the instrument or reagent. The vitros system did not malfunction.